Event description:
It is reported that the patient is experiencing pain, irritation, fatigue and possible locking from the knee component.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Other device used: catalog #42532007902, persona cemented stemmed tibial component, lot #62268946 - manufactured by zimmer (B)(4). Catalog #42522401011, personal vivacite articular surface, lot #62262829 - (B)(4). Catalog #42540200038, persona all poly patella, lot #62256306 - manufactured by zimmer (B)(4). The information provided on this form was previously submitted under manufacturing report number 1822565-2014-00651. This report will be amended when our investigation is complete.